Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. This reportable event was identified during a retrospective review of product complaints conducted from jan 01, 2008 through oct 23, 2010 for add'l reportable events.

Event description:
The customer reported falsely low thyroid-stimulating hormone (tsh) results, below normal clinical range, for two pts, involving access immunoassay system. Subsequent testing recovered results within the clinical range. The erroneous results were not released out of the laboratory. Amended reports were released to the hosp. There was no report of pt injury or change in pt treatment associated with this event.